Event description:
A peritoneal dialysis patient reported drain complications during treatment on (B)(6) 2014. A follow up call was made to the patient's peritoneal dialysis nurse. The patient called the clinic on (B)(6) 2014 with complaints of abdominal pain. The peritoneal nurse had the patient do a manual fill of 2000 ml before going in to the clinic. Cultures were sent on (B)(6) 2014. The patient's cell count was elevated, but no organisms grew out. The patient was treated with vancomycin and fortaz.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. A serious injury has been alleged against the cycler machine. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review.